Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, before the surgery, the nurse removed the suture (intact), the suture and needle were found detached when unpacking. There was no patient injury.